Event description:
It was reported that this device was part of a left bundle branch (lbb) lead revision due to infection. There was no additional adverse patient effects reported. This lbb lead was explanted.